Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported having high blood glucose and his doctor recommended having a replacement. The caller stated that he was running high for the past several months and it could have to do with a lifestyle change. The customer stated that recently he started working over night, and he believes the insulin pump was not delivering the amount of insulin needed. The blood glucose reading at time of call was 386mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed a high pressure test, and the test failed twice. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.